Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found.

Event description:
It was reported that the patient's implantable cardiac monitor device was "sticking out" of their skin and the physician manually pulled the device out the rest of the way as "it never sealed at the skin edges". No patient complications have been reported as a result of this event.